Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for fecal incontinence and urinary/bowel dysfunction. It was reported that last night they felt their battery pack (INS) because there was some pain. Patient said that they were lightly tapping their INS to check if the pain was coming from their INS or any muscle nearby, and as they were feeling that they felt like their stimulator slipped. Patient said that as soon as it happened, they had an electric zap all throughout their body. Patient said that they had an electric wave going up to their skull and coming down. Patient said they went to the emergency room and they called their healthcare provider (HCP), but their HCP said to call Patient Services (PSS). Patient said that they did a CT scan, and they saw that the INS did not move. Patient said they turned off the stimulator last night, then turned their stimulator back on again. Patient did not confirm if they had return of symptoms. Patient said that as of now they did not feel the pain. Patient said last night they felt the INS on its four sides but now they could only feel two sides of it. Agent informed the patient that if they felt pain again at the implanted site, they may consider turning off their stimulator and contacting their HCP for a medical intervention. Patient said that they had no representative (rep) because last year their rep had "ghosted" them. Agent sent an email to the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.